Event description:
It was reported that during device preparation and prior to use, the guide wire coils were stretched and unraveled. There was no patient involvement. The device was not used. No additional information was provided. Return device analysis revealed that the shaping ribbon had detached from the core. The shaping ribbon was intact at the tip solder.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.